Event description:
During a laparascope tubal ligation, the fallopian tube was grasped mid-tube with the kleppinger forceps and cauterized with the bipolar cautery. Following this cautery, the forceps could not be opened to release the tube. The physician made multiple attempts to open the forceps. An attempt was made to recauterize the tube but the forceps still would not open. A laparotomy was then performed, the forceps were retrieved, and the procedure was completed. The pt was discharged on the second post op day.